Manufacturer narrative:
Based on the information provided, the tissue samples exhibiting sub-optimal tissue processing were derived from the "factory 1 hr xylene free 70" protocol comprising 100 cassettes, which started in retort a at 23:29pm on (B)(6) 2020, and completed at 00:59am on 16 october 2020 , and the "factory 2 hr xylene free 70" protocol comprising 70 cassettes, which started in retort b at 01:50am on 17 october 2020 and completed at 01:59am on 19 october 2020. The "factory 2 hr xylene free 70" protocol, which is of 2 hours and 11 minutes duration, has been validated for use in this laboratory since 15 november 2019. Retort b was drained and unlocked by a user at 02:23am on 19 october 2020, which is approximately 23 minutes after the "factory 2 hr xylene free 70" protocol completed at 01:50am on 17 october 2020. As the final wax infiltration step of this protocol is configured to occur at 65°c, the additional time the tissue samples were in hot wax may have contributed to the sub-optimal tissue processing reported. Information documented by the leica field application specialist - core histology details that: "they run [sic] a different protocol (protocol 2h instead of 1h)"; the tissue samples exhibiting sub-optimal processing were derived from "protocol 1 and protocol 2" executed in retort a and b on 16 october 2020 and completing on 19 october 2020; and the tissue type and size of the affected tissue samples were "gi small biopsy" and "0.2x0.2" respectively. Section 8.2.1 of the leica histocore peloris 3 premium tissue processing system user manual details the manufacturer recommended protocol duration for different maximum tissue thickness/dimensions and different example specimen types as follows: the 1 hour protocol is recommended for tissue of 1.5mm diameter/maximum thickness and the following example specimen types: endoscopies and needle biopsies of breast and prostate. The 2 hour protocol is recommended for tissue of <3mm diameter/maximum thickness and the following example specimen types: gi biopsies, renal; prostatic, hepatic and breast cores, punch biopsies of skin, small colonic polyps. The 4 hour protocol is recommended for tissue of 3mm diameter/maximum thickness and the following example specimen types: small specimens of non-dense tissues (kidney, liver, bowel etc), excisional an incisional skin biopsies, skin ellipses. The 6-8 hour protocol is recommended for tissue of 15x10x4mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions (excluding brain specimens). The 12 hour protocol is recommended for tissue of 20x10x5mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions. Very thick fatty specimens may require a longer protocol. The findings suggest that the root cause of the sub-optimal tissue processing reported by the complainant in this event was use of a protocol of inappropriate duration for the type/size of the tissue samples being processed, as the manufacturer recommendations indicate that the "factory 2 hr xylene free 70" protocol with a duration of approximately 2 hours is not appropriate for processing "gi small biopsy" samples with tissue size of "0.2x0.2"mm.

Event description:
The complainant contacted leica biosystems in relation to histocore peloris 3 rapid tissue processor serial number: (B)(4), and the following information was documented, "over process tissue from both retort approx 80 biopsy cassettes/ no error prompted/ran to completion/ 1 hour long protocol/ tissue were dry and brittle/ microtomy was difficult due to tissue being dry/ pathologist also noticed the dry tissue under scope/ customer change formalin a day before prior to incident/ the ipa changed today and they are running a test run on both retort." On 20 october 2020, the assigned leica field application specialist core histology (fss) visited the customer site in order to obtain further information regarding the circumstances involved in this complaint, and to provide applications support. The fss documented the following information, "they run [sic] a different protocol (protocol 2h instead of 1h), the samples spent the weekend in ethanol because bottle number 2 wasn't full. Some bottles were filled more than the max signed, one wax chamber is lower than the minimum requirement, there's a lot of salt precipitation in the wax chamber." The fss instructed the laboratory to clean the wax chambers; do not fill the reagent above the maximum fill level line; ensure enough reagent is in the reagent bottles prior to starting a run, in particular on a friday; and to ensure the correct protocol is run. The fss offered to provide user training to laboratory staff, which has been scheduled for the end of november 2020. The fss also documented that sub-optimal processing of tissue in 80 cassettes reported by the complainant was derived from "protocol 1 and protocol 2" executed in retort a comprising two (2) baskets and in retort b comprising one (1) basket. Both protocols started on 16 october 2020 and completed on 19 october 2020 the tissue type and size of the affected samples were detailed as: "gi small biopsy" and "0.2x0.2" respectively. On 22 october 2020, leica biosystems (B)(4) received information from the assigned leica field application specialist - core histology that all cases involved in this event were diagnosable.